Event description:
In 2009, the pt reported that in the past two days, she had elevated blood glucose readings up to 497 mg/dl. Symptoms were nausea, vomiting and dehydration. She stated she does not bolus to fill her infusion set cannula. She was educated on the importance of doing so. She was unsure whether the battery was a lr6 alkaline and was advised to use this type of battery. She confirmed the time and basal rates were accurate on her insulin infusion device. She stated she was not physically active in those 2 days, as she did not feel well. Troubleshooting did not find any product issues. She stated her blood glucose reading this morning was 88 mg/dl which is within her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.